Event description:
The customer reported that they could not acquire a 12-lead ECG with this device and the associated trunk cable. There was no report of patient impact.

Manufacturer narrative:
The customer reported that they could not acquire a 12-lead ECG with this device and the associated trunk cable. There was no report of patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.